Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An unknown number of patients experienced unspecified hemorrhagic incidents in which vascu-guard patches were used (no further details provided). It was reported that a second surgery was required for reconstitution. At the time of this report no further detail was provided regarding additional treatment, interventions for the event or the patients outcome. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up it was reported the surgical procedure included the carotid arteries. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.